Event description:
The manufacturer received information alleging regular headaches and suffered a stroke in 2020 related to a CPAP device's sound abatement foam. There was no medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged regular headache. There was no report of harm of serious injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown material on the top enclosure. A light coating of dust-like particles on the top enclosure, rear panel. An unknown fume-based dust-like contaminate is observed on the backside of the top enclosure, front panel, rear panel. A brownish fiber-like dust contaminate is also found on the rear panel, bottom enclosure. An unknown whitish dust-like contaminate is found on the blower. A keratin-like substance was observed on the blower box outlet addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to directly address the symptoms.. The manufacturer observed dust contamination and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated. Section b1 has been corrected to product problem. Section h1 has been corrected to reflect malfunction. Section h6 cinical code and health impact code has been corrected.